Event description:
On (B) (6) 2010 a dental office reported to pentron clinical technologies that a crown that had been cemented with natural elegance resin cement had de-bonded and was accidentally swallowed by a patient. This is the second of two incidents.

Manufacturer narrative:
It was reported that a crown that had been cemented with natural elegance resin cement had debonded and was swallowed by a patient. It was confirmed by the doctor's office that the crown passed naturally and the patient is doing fine. An evaluation was conducted on a retain sample of the same product lot used by the customer and it was found to be within product specifications. The likely reason for this incident is that air entered the material. Retain sample was evaluated